Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the total daily dose history from (B)(6) 2011 to the end of pump use on (B)(6) 2011 indicated that insulin delivery totals correctly reflected programmed values. There were no alarms or conditions noted in the pump history that would indicate a pump malfunction. There was a 12 unit bolus noted in the pump history at 19:40 on (B)(6) 2011; there was not a 12 unit bolus noted in the pump history for (B)(6) 2011. The pump was exercised for 29 hours with no insulin delivery issues occurring. Multiple boluses were performed during testing, and all programmed boluses were accurately recorded in the pump history. There was no defect found on investigation; the complaint could not be confirmed or duplicated.

Event description:
On (B)(6) 2011, the lay-user/patient contacted animas alleging that the pump had an inaccurate delivery history. The patient indicated that around 7:30 pm that evening she had given herself a 12 unit bolus which she claimed was not in the pump history. The patient reported a blood glucose (bg) level of "383 mg/dl" during the time of concern with no ketones or symptoms. The alleged issue was not resolved with troubleshooting. The pump's date/time was confirmed to be correct. The pump was replaced. The patient was advised to remove the pump and to follow a backup plan for insulin delivery. However, the patient reportedly declined to disconnect from the pump. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had an inaccurate delivery history. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.